Event description:
It was reported that the surgeon proceeded with urinary operation under lap found that the titanium tip broke suddenly. The broken piece was retrieved. Changed to another one to complete the procedure. The sales rep confirmed that no adverse event on the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the customer will not release the device for analysis should the device be returned for analysis, a supplemental medwatch will be sent